Event description:
Right side inflation, a size 151cc device filled to 190cc initially had over 520cc of a "good, serum like fluid" when explanted. Follow-up findings: additional event of capsular contracture, baker grade iii.